Event description:
The patient experienced episodic spasms in the abdominal muscles and legs and sweating. The entire device system was replaced on (B)(6) 2012. The event severity was reported as moderate. The patient experienced increased spasms after catheter replacement. It was indicated it resulted in in-patient or prolonged hospitalization. Outcome was noted as resolved without sequelae. The pump was delivering compounded baclofen and morphine.

Event description:
Additional information: an isotope pump study performed on (B)(6) 2012 resulted in malfunctioning of drug delivery. It was reported that the event was due to a fractured catheter.

Manufacturer narrative:
Product ID 8709, lot # j10865r07, explanted: (B)(6) 2012, product type catheter; product ID 8575, lot # n092196, explanted: (B)(6) 2012, product type accessory. (B)(4). Conclusion: applicable to catheter devices/concomitant products only.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8709 lot# j10865r07 implanted: 2001-(B)(6) explanted:unk...accessory model#8575 lot# n092196 implanted: 2007-(B)(6) explanted:unk. (B)(4). Analysis of the pump revealed no anomaly found.